Manufacturer narrative:
(B)(4). The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the mid diagonal artery with the use of an unspecified device. The graftmaster device was implanted without issue, but achieved only partial resolution of the grade 3 perforation; therefore, additional balloon dilatation was performed, which resolved the perforation. There was no reported adverse patient sequela. No additional information was provided.